Event description:
This lead was implanted on (B)(6) 2006 and still remains implanted at this time. The physician was dr.(B)(6) at (B)(6) medical center in (B)(6). A call to technical services on (B)(6) 2013 8:48:25 am states that the caller have been following this patient for years and have never seen ap then l vs 80 msec later then rvs and lvs. Had caller extend lv blank after ap to 125, then changed sensing vector from tip to ring to bipolar tip to rv. Inhibition is resolved. Caller checking other pacing vectors to find best threshold without stimulation. Device is at eri. Technical services asked if patient has had a fall or anything that may have cause the lead to pull back and oversense. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).